Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an alarm 30 occurred during basal therapy. A new cartridge was loaded to resolve the issue. Customer's blood glucose level was 203 mg/dl.